Event description:
Follow-up information provided the patient¿s therapy has been restored.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. As a result, the ipg was replaced.